Event description:
It was reported that the pump was alarming for check syringe flange holder. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition with no appearance of any physical damaged. Bottom case cracked beneath the back plate also left plunger case inside screw insert broken off. Check syringe flange sensor was found at power up and syringe test. Error history log review found a check syringe flange sensor error. The root cause of the reported issue was found to be the ear clip was found broken inside of pump. The pump was damaged by the customer. Actions were taken to mitigate the reported issue: replaced ear clip. Performed power up process and all functional testing which passed.